Event description:
It was reported that during elective ICD extraction, the lead was found to have inside-out insulation damage. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasions. Without return of the entire lead, a complete analysis could not be performed.